Event description:
It was reported that the patient presented at the emergency room with arrhythmia and syncope. Chest x-ray revealed lead dislodgement causing failure to capture. The reported lead was explanted and replaced on (B)(6) 2024. The patient was discharged from hospital.